Event description:
It was reported that a pump was alarming for a system error 322. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. It was found that the upper latch switch bracket screws were loose. This allowed the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. As a result, the upper auxiliary assembly was replaced.